Event description:
It was reported that one of the two one way valves in the patient cassette was stuck in closed position. There is no information whether a patient was connected to the anesthesia workstation or not. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Several attempts to obtain additional information, device logs and the patient cassette installed in the anesthesia workstation at the time of the reported event have been made. We have not received any of the above and we are therefore unable to confirm the reported issue or determine the root-cause.

Event description:
(B)(4).